Manufacturer narrative:
The device remains implanted in the patient and will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that single digit gradients were recorded during this device implant of this bioprosthetic valve. Approximately two years post implant, gradient measurements of 30mmhg were noted via echocardiogram and cardiac catheterization. The patient was not symptomatic. Approximately three years, seven months post-implant of this valve, the valve was replaced, valve-in-valve with a transcatheter bioprosthetic aortic valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.